Event description:
A cartridge leak was reported, causing insulin to leak from the cartridge septum. The issue did not cause the customer's blood glucose to exceed 500 mg/dl, and there was no adverse impact on the blood glucose level. The customer changed the cartridge and successfully resumed insulin therapy.